Event description:
It was reported that stroke occurred. A left atrial appendage (laa) closure procedure was being performed. A versacross connect was utilized for trans-septal puncture (tsp). A watchman fxd curve access system was advanced and a 24mm watchman flx pro closure device was deployed. A pericardial effusion was then identified. The closure device was released in the intended location and a pericardiocentesis was performed however the bleeding did not stop and required multiple units of blood. The patient was transferred to surgery where a small perforation was identified in the descending aorta and was repaired. The physician suspected that the perforation may have occurred during tsp. The patient was admitted to the intensive care unit. Upon waking, the patient experienced a stroke.